Event description:
It was reported that the implant was removed due to bone loss at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k011245 and k002188.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01320, 0002023141-202201317, 0002023141-202201319-1. This report is being submitted to relay additional information and device evaluation. Correction: lot number was updated to unknown. H6: type of investigation codes were updated: 4109, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. DHR review could not be performed, as the lot number associated with the first reported product spwb14 is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the spwb14 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or product (spwb14). As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information was received at the time of this report.